Event description:
A malfunction was reported on the pump, it was reported that the customer experienced an elevated blood glucose (bg) level of 533 mg/dl. The customer performed a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The customer planned to use a backup insulin pump to maintain insulin delivery.